Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon tip detachment occurred. A 3.00mm x12mm apex balloon catheter was selected for use for dilation. However, while advancing the device towards the lesion, the balloon was caught up in some plaque. Upon pulling back the balloon, the balloon was separated. The detached distal piece of the balloon was retrieved and the procedure was completed with a different device. No patient complications were reported.